Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the two cement vials broke uncontrolled, leaving glass shards in the solution. Surgical delay of 10 minutes; all pieces retrieved.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: the complaint states ¿it was reported that the two cement vials broke uncontrolled, leaving glass shards in the solution. Surgical delay of 10 minutes; all pieces retrieved.¿ based on this description, it appears that when the ampoule was opened, shards of glass fell into the mixing apparatus and contaminated the cement mixture (¿the solution¿). It has been noted, that applying too much pressure during the snapping of the ampoule seal could potentially lead to the breaking of glass into the ampoule or flaking glass particles. The IFU (IFU-0630004 rev 3) contains advice in the precautions section to break the ampoule away from the mixing device to prevent possible contamination from broken ampoule glass (see attachment (B)(4). IFU-(B)(4) rev b.pdf). Dva-(B)(4) fde rev 5 (see attachment "pc-(B)(4). Extract from dva-(B)(4)-fde.pdf"), line 99 (severity 7, occurrence 2, rpn 14, bar) states ¿mma is a strong solvent and at the time of development glass ampoules were the most suitable packaging vessel for long term storage. Safety features introduced to reduce the risk of user injury include a scoring & colour break ring opening feature (material specification reference ms-0130-976 revision h) and ampoule safety caps designed for use on glass ampoules, as a safety measure for the user during opening (material specification ms-0136891, revision g).¿ the dfmea also confirms that transit study verification has been completed (ref: rr-eng-(B)(4)-tr ista 3a transit study for ampoule blister and carton. A revised ampoule blister was introduced in q4 2012 via moc-075. With sales of over 2.5 million units and 72 reported complaints over the period 01 jan 15 to 31 dec 17, this gives us a complaint rate of (B)(4) and confirms an occurrence rate of 1. A potential cause of this complaint would appear to be user error as there is no information indicating fault with the ampoule (eg leaking monomer prior to surgery). It is also possible that any vulnerabilities in the ampoule¿s integrity were exacerbated during transport, and this may have contributed to the event. Device history lot: device history reviewed: 1 unrelated non-conformance on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 5 additional reports related to ampoule breakage, and 1 further unrelated complaint. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.